Manufacturer narrative:
(B)(4). The customer reported that the unit would unexpectedly shut down on battery power. There was no report of pt involvement. The unit was evaluated at the philips and the failure could not be recreated. Based on the customer's report we will consider this a failure. We can not determine the cause as the issue could not be verified. The unit passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the unit would unexpectedly shut down on battery power. There was no report of pt involvement.